Manufacturer narrative:
(B)(4): device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that intraocular lens (iol) was explanted in a secondary procedure. Reportedly, the tecnis multifocal was implanted with a + 2.0 hyperopic surprise. No further information was provided.